Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46228 upon startup. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited error code 46228 upon startup log events were reviewed and there are no errors related to the complaint. There were no previous services reported. Visual inspection found the downstream occlusion (dso) seal was degraded. All functional tests passed within specification. The probable cause of the reported complaint was unknown.